Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. The customer stated that she has not worm pump for 3 months because she had battery issue and button error. The customer dropped called before transferring. Customer's mother was advised to inform the daughter to call medtronic to get a new loaner pump.